Manufacturer narrative:
Vyaire file identification: (B)(4). A third party service technician evaluated the ventilator. The technician determined that the malfunction was due to the internal battery not holding to charge.

Event description:
It was reported to vyaire medical that the ltv 1100 shuts down after 5 minutes. At this time, there is no information regarding patient involvement associated with the reported event.